Event description:
A malfunction was reported on a pump by the customer, with no notable events leading up to it. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support provided pump reset information and assisted the customer in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to call back if the issue resurfaced.